Event description:
During follow-up, non-sustained right ventricular (rv) oversensing (nsrvo) episodes were detected. Abbott technical support was contacted and confirmed nsrvo was due to myopotential oversensing. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences.